Event description:
From the call center: I have a gastric stimulator in my upper abdomen. I have lost weight which has caused the wires to poke out and create a bulge in my stomach. The wires need to be shaved down.

Manufacturer narrative:
Patient followed since may to determine status and progress. Patient ended up experiencing pain at implant site and had device turned off. Ultimately, patient chose to explant devices on (B)(6) 2025; explanted devices returned for analysis in mid-(B)(6). No anomalies found in explanted devices; no further actions to be taken.